Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The event date is unk. The complainant has reported that a male pt underwent a therapeutic procedure to place a wallstent enteral endoprosthesis for treatment of colon cancer. During the therapeutic procedure, the clinician was unable to re-constrain the stent when attempting to reposition the device within the sigmoid colon. The wire of the stent was noted to be stretched and entangled upon removal. The clinician reported that there was some localized trauma and bleeding to the site, that was described as "not serious." The procedure was successfully completed with another wallstent device. The pt did not sustain any reported complications as a result of this issue.